Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to connect pump to known working power source, pump powered on, malfunction code was reset, and issue did not recur, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.